Event description:
It was reported that a revision was performed due to joint instability.

Manufacturer narrative:
The associated devices were returned and evaluated. Damage was observed on the medial condyle of the femoral component. A corresponding area of damage was observed on the superior surface of the tibial base. Little to no bone ingrowth was observed on the fixation surface of the femoral component. Damage/burnishing was observed on the inferior surface of the tibial insert. Damage/deformation was also observed on the superior surface of the insert. Features on the inferior surface of the insert indicate that it was likely rotating on the tibial base, as intended. Damage on the medial condyle of the femoral component and medial surface of the tibial base indicate that contact between the femoral component and tibial base likely occurred; deformation on the posterior, medial aspect of the insert indicates that rotation of the insert with respect to the femoral component may have allowed this contact to occur. Additional damage on the superior surface of the insert may have been caused by instrument damage. The observed absence of bone ingrowth on the femoral component has been observed on previous retrieved, macrotexture femoral components. Our records indicate that the macrotexture devices involved in this issue were part of a previous field action, and this product line was discontinued in 2003. No additional actions are being taken at this time.